Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the circuit was primed using amg oxygenator and rotaflow. The perfusionist noted "lower-ish flows" however this was not significant. The patient was cannulated. The flows were noted to be 3.5-4 l/min. The patient was moved to an intensive care unit bed from a stretcher and flows dropped about 500 ml/min. The pre-membrane pressure was very high 360 and post-membrane was 50. The perfusion could no longer flow and an echocardiogram (echo) was performed. Cannulas were assessed for placement and kinks and nothing was noted. The circuit was changed. Flows were then at 4-5 l/min. There were no clots noted in the motor head or oxygenator. A potential theory was that the oxygenator received a clot from the venous side which was caught in the oxygenator. The product was to return for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was unknown how soon after support the issue occurred. The patient was stable and well. The device would be returned. The product could not contain biological residue of who risk group 4 or 3 such as avian flu, sars-cov-2 etc. Which may be infectious. It was not requested or provided whether the device/product/part contain biological residue of who risk group 1 or 2 (non-infectious substance) like adeno-associated virus (aav) types 1 through 4, clamydiae, e-coli etc.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported flow issue was unable to be confirmed as the device was not returned for evaluation, and a specific root cause for the reported event could not be conclusively determined. The eurosets oxygenator was not returned for evaluation. The production documentation for the eurosets oxygenator was unable to be reviewed by the external manufacturer (eurosets) since the batch number was not provided. Eurosets confirmed that the 100% production process test is applied to all of their devices. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. Based only on the information provided by the customer, eurosets was unable to confirm the claimed defect or identify the root cause of the problem. The eurosets oxygenator instructions for use (IFU) warns that during use a spare oxygenator is necessary and warns that the device must be carefully and continuously checked by qualified healthcare professionals. Strictly monitor the device pressure gradient and gas transfer performances. The IFU also recommends monitoring blood coagulation parameters during bypass. Absence of adequate anticoagulation may result in clotting within the system and consequently occlusion of the circuit. The IFU also states that if particular situations occur which may lead the person responsible for perfusion to determine the safety of the patient may be compromised, follow the procedure outlined in the IFU for oxygenator replacement. The lot number was not reported. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including thrombosis/oxygenator clotting. These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU also warns that the patient and device must be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Strictly monitor the device pressure gradient and gas transfer performances. The IFU also recommends monitoring blood coagulation parameters during bypass. Absence of adequate anticoagulation may result in clotting within the system and consequently occlusion of the circuit. Thrombosis situation may lead to a possible marked decrease of the blood-gas exchanger performances (device thrombosis detectable through significant pressure drop, with consequent decreased blood flow and reduced gas exchange). Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.